Event description:
A report was received that the patient¿s ipg was hot when charging and was too superficial. Database analysis revealed that the patient regularly had poor charger-to-ipg coupling. The patient will undergo a revision procedure wherein the ipg will be buried deeper.